Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the incorrectly plugged network jack. A field service engineer instructed the user to connect in the correct jack in order to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system station was not communicating with pharmacy system and prevented the user from removing the medication. The customer confirmed that the malfunction occurred during dispensing a medication and no delay occurred. The customer was unable to provide a sample because they cannot contact the individual who informed them about the issue. There were no adverse events or injuries reported based on this incident.